Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reay1869 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2017 - it was reported by the facility that when placing the PICC, the nurse noticed a kink in the PICC line. The vein had been accessed and prepped. While inserting the PICC it was noted that the nurse saw a kinked area. PICC was removed, the nurse began looking at it closer, and noticed that it was the wire inside with the issue. The wire felt as if it was broken in half. It was making a clicking sound when touched. A new kit was used to complete the procedure. After cleaning up and looking closer at the original PICC, the wire was not actually broken, but bent almost completely in half. When wire was moved up and down the PICC line, you could see the kink pressing against the side of the PICC, and it looked as if it might puncture the side. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kinked stylet was confirmed and the cause was determined to be use related. The product returned for evaluation was a 5fr t/l powerpicc solo catheter with 3cg stylet. The catheter contained blood residue from the distal tip through the 11cm depth marker and had been trimmed at the 45cm depth marker. The 3cg stylet was inlaid within the catheter and terminated near the distal end of the catheter. Gross visual evaluation confirmed the presence of two kinks in the catheter/stylet assembly: one 17.8cm and another 21.8cm, both measured from the distal end of the catheter. Kinks were also seen in the 3cg stylet between the yellow tab and the t-lock assembly. The stylet was withdrawn from the catheter and the catheter retained the kink shapes of the inlaid stylet. Insertion and withdrawal of a non-complainant stylet was unremarkable. No obstructions or difficulty was encountered. Microscopic examination of the implicated stylet was unremarkable. No potential manufacture damage, defect, or deformity was observed. The observed sharp angle of kinks on the stylet, and resulting kinked appearance of the catheter, made it unlikely that the damage occurred during manufacture as it would have been apparent during quality inspection. The trimmed state of the catheter implied that the stylet was withdrawn by the clinician, the catheter subsequently cut, and the stylet then re-advanced to the distal end of the catheter. This in combination with the additional evidence of blood residue both suggest that the device had been delivered as intended and that the damage occurred through product use.

Event description:
On (B)(6) 2017 - it was reported by the facility that when placing the PICC, the nurse noticed a kink in the PICC line. The vein had been accessed and prepped. While inserting the PICC it was noted that the nurse saw a kinked area. PICC was removed, the nurse began looking at it closer, and noticed that it was the wire inside with the issue. The wire felt as if it was broken in half. It was making a clicking sound when touched. A new kit was used to complete the procedure. After cleaning up and looking closer at the original PICC, the wire was not actually broken, but bent almost completely in half. When wire was moved up and down the PICC line, you could see the kink pressing against the side of the PICC, and it looked as if it might puncture the side. No patient injury was reported.